Event description:
Customer reported that the machine caught on fire. It had finished a full day of treatments with no unusual alarms and no problems. Machine had gone into heat disinfect and was up to full temperature and began cycling, nurse heard a noise and when she turned around she saw flames. The machine went into auto shut-off but the flames were already visible.